Event description:
The reporter stated the user's thumb was cut when breaking the glass control ampoule for use. The user washed her thumb and applied betadine.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.